Event description:
Customer reported that the insulin pump alarmed motor error during bolus. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 70 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, it was unable to prime during prime test due to loose/tilted drive support disk. Device received with cracked case at display window corners and battery tube threads, minor scratched display window and missing end cap sticker.